Event description:
It was reported that the pacer-dependent patient presented to the ER when he thought he had received a shock. Device data showed no shock was delivered. The patient reported considerable force due to recoil from a shotgun against the area of the device implant. The lead was capped due to noise.